Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor did not switch on. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The compressor transformer was concluded on-site to be faulty by the field service engineer. The replaced transformer was sent in for investigation. Visual inspection of the returned transformer did not reveal any deviations. The electrical measurement verified that there was an open circuit between one of the primary circuits. The transformer is fitted with two 115 °c non-resettable thermal over-temp fuses, one in each winding. It¿s most likely that one of the internal thermal fuses has unexpectedly released, there are no visual signs that the transformer have been exposed to an overheated situation. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
Manufacturer ref. #: (B)(4).